Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high/undefined defibrillation and superior vena cava (svc) coil impedance and was suspected to be fractured on the high voltage portion of the lead. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.